Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the rep was unsure of the patient's weight. The rep stated that once the battery reached 75% charged in the office, they were able to clear the power on reset (por). The rep stated that the patient went home to charge further and let they let the rep know that the battery was unable to hold a charge. The patient was planning to speak to a healthcare professional (hcp) about having the battery replaced, but they did not have an appointment for a few weeks. The rep stated that the physician was aware of the situation. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and chronic low back pain. It was reported that the patient¿s ins was overdischarged. Communication could not be established with the ins. It was noted that the patient had last charged 2 ¿ 3 weeks ago. The manufacturer representative met with the patient and did antenna locate and got 86. Four physician mode reset sessions were conducted and the manufacturer representative wanted know if they should do more. It was noted that the ins should still be recoverable. No symptoms or complications were reported. Additional information received from the rep on (B)(6) 2018 reported that they got the ins to 25% after coming out of od, but as soon as they tried to interrogate with the clinician programmer they saw the 'depleted battery' message. It was recommended that the rep charge further before trying to clear por. The rep then said they got to 75% within 15 of charging. It was reviewed with the rep that the battery was very unstable and that the patient would need to monitor and maintain the battery often, until it was more stable. No patient complications were reported.